Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Obstructions, ulcers and pneumonia are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(4) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, it was reported that the patient was recently discharged from the hospital due to severe blockage, ulcers, adhesion in the intestines and pneumonia. The intestinal tube was removed during the hospitalization due to all the complications, the peg tube was present. Duodopa was administered by a nasal tube.